Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was able to properly detect an upstream occlusion. A review of the event history log revealed 'upstream occlusion'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction was required. The issue may potentially be related to (B)(4), which is associated with reinforcing proper intravenous line setup and detection of upstream occlusions for spectrum pumps. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not detect upstream occlusion during therapy. No additional information is available.